Manufacturer narrative:
Pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer was reported via phone call that, the reservoir ring around top edge broke off the top of pump. The blood glucose was 153 mg/dl at the time of the incident. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.